Manufacturer narrative:
Analysis indicated that "import patient exams". Per the case details. The image was found to be compressed. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that they had problems with cdrs regarding import.